Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that the bellow covers were not aligned with the side wall cover. The bellow covers were aligned. The imaging system then passed the system checkout and was found to be fully functional. The system was found to be fully functional. No parts were returned to medtronic.

Event description:
It was reported that the system would not go to the home position. The gantry would move back towards the operator rapidly and did not appear to trip the motion stop. It would then not lower to the pins. No complications were reported/anticipated.